Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they had surgery in february to put a metal plate in their ankle. Since then, they have been feeling periodic electric shocks over the implant in the lower back and upper buttock. The caller reported that they are frustrating and weird sensations. They have tried all 7 programs and turning the therapy off completely to see if that helps the sensation, but it did not make a difference. The caller is still having major issues with not being able to hold their bowels. They will be coming downstairs to use the bathroom and sometimes they will fart coming down the stairs and they have to clench their butt because they are going to poop themselves if they don't. The caller reports that it's like they are back to square one. The caller has reportedly tried all 7 programs already.